Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date the patient underwent the surgery for invertebral part with the products in question. During the surgery, a 130-degree device was connected to a 125-degree nail. Although there was significant resistance during reaming and blade insertion, the blade was forcefully tapped in. When the device was checked at the time of distal screw insertion, it was noticed that the device angle was different. It is possible that there is a malfunction in some of the instruments and will be confirmed at a later date. The surgery was completed successfully within 30 minutes delay. Patient status/ outcome: stable. No further information is available. This report is for one (1) insert-handle radioluc f/pfna this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation is a j&j employee. PMA/(510k): device is not distributed in the united states, but is similar to device marketed in the USA. MFR site: postal code (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.